Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, procedural factors (post dilation of a des), in addition to patient factors (severe native valve calcification, severe lcc and ncc calcification) likely contributed to the coronary artery occlusion, sov rupture and valve migration observed during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in (B)(4), during a transfemoral tavr procedure an occlusion of the left main trunk and an ascending aortic rupture occurred. Due to the risk of annular rupture and coronary occlusion, the patient was originally scheduled for a surgical aortic valve replacement (savr). However, the patient's condition was precipitously aggravated after pneumonia onset and an emergent tavr was performed. A 23mm sapien xt valve was prepared with 2ml less than nominal volume. During valve deployment, the balloon was not fully inflated due to the risk of rupture. Post valve deployment, severe paravalvular leak (pvl) was observed. Post dilation was performed twice, first with the same volume as initially used during deployment, and the second time with an additional 1ml of volume. Following the post dilations, the pvl was observed to be moderate. Post deployment imaging revealed that calcification slightly covered the left main trunk (lmt). A drug eluting stent (des) was placed in the lmt and post dilation of the stent was performed. Following the post dilation of the des, accumulation of a pericardial effusion was noted on tee. No abnormality was observed on the coronary angiogram; however, a contrast leak was detected by aortic angiogram in the sov around the right coronary cusp (rcc). In addition, migration of the valve was also observed. The valve was noted to be dislocated several millimeters toward the left ventricle. The valve was functioning normally and seemed to be anchored at the annulus. Due to the risks of injury, no intervention was performed. The pericardial effusion was drained and hemostasis was achieved by protamine reversal. The patient was transferred to ICU. The pvl was eventually reduced to mild due to the compression from the lmt. An increase in the pericardial effusion was noted on postoperative day (pod) 6. CT and echocardiogram indicated the valve had continued to slightly migrate to the left ventricle. The rupture site, which had been covered by the valve, was exposed and bleeding. Although valve extraction and surgical valve replacement was considered, surgical intervention was denied by the patient's family. Conservative therapy was given. Information concerning the native annular diameter was not provided. Severe valvular calcification was reported. The left coronary cusp (lcc) and non-coronary cusp (ncc) were reported to be ¿massively¿ calcified. It was perceived that the sov rupture was likely caused by the implanted valve, which was tightly compressed to the sov due to the des post dilation. Compression of the sov by the des likely contributed to the valve migration.